Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The display was dim and discolored. Unrelated to this issue, the keypad cover was torn. Additionally, the clip insert was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.